Event description:
A caller reported an issue with the time settings on their device, which caused a discrepancy between the displayed and actual time by more than five minutes. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.